Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 414 mg/dl at the time of the incident. The customer's current blood glucose was 414 mg/dl the customer was treated with insulin shot 20 units. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The customer stated his blood sugar went down to 98 mg/dl and he had 42 carbs for dinner and then his blood sugar rose again 303 mg/dl. Customer stated that this issue has been going on for a little while where he will eat about 60 carbs and he will wake up in the morning with high blood sugar .the drive support cap appears normal. The customer performed the high pressure test and it passed. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.